Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore on the right side under the back therapy electrode pad and a red mark on the left side the shape of the therapy electrode pad. The patient reported that the irritation was itchy. The patient's doctor prescribed her a steroid cream and a salve on the affected area. Follow-up indicated that the affected area felt better with the use of the prescribed treatment.